Event description:
The pt was scheduled to receive the scs system on (B)(6) 2011. It has been reported, that during the procedure, cerebrospinal fluid began to return through the needle as the lead was being inserted. Only about three contacts of the lead had been inserted when this occurred. This physician elected to remove the lead and aborted the procedure. No blood patch was performed. The pt did not report any adverse symptoms in recovery. The lead was discarded by the facility. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.